Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead was oversensing noise. Programming changes were discussed but not made. There were no patient consequences.